Event description:
Patient tracked down from FDA and found out that stent had been recalled. Patient is allergic to metal but was implanted with bare metal stent in 1998. Patient had 58% blockage. Patient started having projectile vomiting after discharge. Went back home the next morning. Pt saw blood under the skin in the right thigh and she went to see a cardiologist a week later. Her bp was 240 to 250. Patient had chest pain and a stress test was done which cardiologist claimed nothing to be wrong. MRI of the back was done which they found out pt had 92-94% blockage in her arteries. In 1999 a wall stent was put in her left iliac artery. Patient saw vascular surgeon in 2000 and he found 2 herniated discs at her back. Patient had a surgery, went home and had a heart attack in the same day. Patient has been going downhill ever since and has been seeing drs all the time but has no medical insurance.